Event description:
The patient developed an infection, and the implantable pulse generator (ipg) system was removed and replaced. No further patient complications have been reported as a result of this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).